Event description:
(B)(6) presented for a colon hydrotherapy session and complained of discomfort after insertion and before starting the therapy session. (B)(6) insisted on doing the therapy session. (B)(6) complained of discomfort two or three times during the session. The therapist told (B)(6) to stop and cease the therapy session several times, but (B)(6) refused to terminate the therapy session. (B)(6) completed the therapy session, then complained of burning in anus. Any alleged injuries are unverified. We are now attempting to obtain info about the event.

Manufacturer narrative:
We are attempting to obtain more info about the event.